Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. It was found that the customer was pinching up the skin when using the silserter. Instructed customer to call back to perform the high-pressure test when clamp arrives.